Event description:
It was reported that the 9800 system housing overheated (housing temp error). System required reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the temp sensor. The system was tested and found to be working as intended and placed back into service.